Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure the tip of the balloon catheter separated while advancing toward the "rhv." No resistance was noted while advancing the catheter. Reportedly, no pt injury was associated with this event. No further info is available.